Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was interference from thiopental. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated sodium result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a normal result was obtained. Thiopental administration was discontinued. There was no report of adverse health consequences as a result of the falsely elevated sodium result.